Event description:
It was reported that the system displayed error messages and would not save images, then locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sys interface board. The system operates as intended.